Manufacturer narrative:
Not applicable.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as open red and burning. The patient's nurse recommended removal of the patch due to the skin irritation.there was no alleged device malfunction contributing to the irritation. Outcome of the irritation is unknown.